Manufacturer narrative:
The event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a history of outflow graft obstruction that worsened with time. The event date was estimated.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. This event was determined to be is supplemental information to manufacturer report number 2916596-2024-03620. The investigation will be completed under manufacturer report number 2916596-2024-03620.

Event description:
This event was determined to be is supplemental information to manufacturer report number 2916596-2024-03620.